Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts of all buttons. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation was completed on (B)(4) 2012 and testing revealed all buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts and contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.